Event description:
It was reported that pump displayed altitude alarm and required cartridge replacement before insulin delivery could continue. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, pump resumed normal operation, and customer received guidance from technical support on how to prevent future altitude alarms, which customer understood and acknowledged.